Event description:
Subsequent to the previous medwatch report, information was received from the study coordinator indicating that the vessel did not kink, rather the stent kinked.

Manufacturer narrative:
(B)(4). Vessel tortuosity may have contributed to the alleged kink on the stent and maybe due to the anatomical factors that the acculink stent compressed which may be mistakenly perceived as a kink. Acculink stent is composed of material which is superelastic at body temperature. The stent design is based upon a series of zigzag rings which are designed to nest within adjacent rings and minimize the space between struts. A review of the lot history record did not reveal any nonconforming material records associated with this lot that are known to be contributing factor with this incident. A query of the complaint handling database for the reported lot was performed and revealed no other incident. At manufacturing, the xact stent is visually inspected under magnification. The stents are checked for concentricity, uniformity, pattern, and surface finish. The stents are also checked for defects such as cracks, pitting and poor electro polishing.

Event description:
It was reported that an emboshield nav 6 embolic protection device was deployed in the left common carotid artery (lcca). A xact 7x30 stent jumped approximately 2 mm distally during deployment in the tortuous, heavily calcified, lcca lesion. The patient experienced hypotension as well as aphasia and right hand numbness. Dopamine, atropine, and intravenous fluids were given. A xact 9x30 stent was deployed proximal to and overlapping the first xact stent. A kink was noted in the artery. An acculink 6.0x30 stent was deployed distal to that kink. An acculink 7.0x30 stent was deployed proximal to the first acculink. Another kink was noted distal to all the other stents, so a third acculink, 7.0x30 stent was advanced through the stents and deployed at that kink. The kinks were attributed to the vessel tortuosity. CT scan of the head, done on (B)(6) 2011, showed no evidence of frank hemorrhage, likely left-sided ischemic infarction suspected, likely left sided edema with effacement of the frontal sulci. Repeat CT scan, done on (B)(6) 2011, showed possible hypoxic injury with reperfusion; there was no evidence of hemorrhage, although the possibility of reperfusion hemorrhage is not excluded. The hypotension of unknown duration was treated with sudaphed post procedure. The aphasia resolved two hours post-procedure and right hand numbness resolved by the time of discharge on (B)(6) 2011. The patient had been on aspirin and plavix pre-procedure and post-procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant devices: stent: xact (x2), embolic protection device: emboshield nav 6. There was no reported product deficiency. The reported patient effect of vessel spasm is a known potential adverse event as listed in the instructions for use, carotid stent system, rx acculink. Although a conclusive cause for reported patient adverse effects and relationship to the device, if any, cannot be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling. The other two xact stents, the acculink stent and the emboshield nav 6 are each being filed under separate MFR numbers.